Event description:
The customer reported to olympus, water leak on the evis lucera bronchovideoscope. Upon inspection and testing of the customer returned device, the coat of the image guide serpentine was peeled off. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the watertightness was not maintained due to holes in the curved rubber and leaking, the curved tube was crushed, the bending angle was insufficient due to the elongation of the angle wire, the insertion part serpentine was crushed, the coat of the image guide serpentine was peeled off (1mm2 or more), the tightness of switch1 is not maintained, there were scratches on the operation part, there are scratches on the insertion part of the serpentine tube and switch box. Additionally, there were scratches on the grip, there were scratches on the angle lever, there were scratches found on the up/down plate, there were scratches on the universal code, there was corrosion of the electrical connector contacts, and the scope connector was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.